Event description:
It was reported that the patient's scrotum was eroded with the pump of his inflatable penile prosthesis (ipp). All the components were removed and discarded. No new device was implanted. No adverse patient effects were reported regarding this event.